Event description:
Atrial lead impedance warnings with intermittent atrial bipolar impedances less than 200 ohms. Several atrial episodes also are detected due to atrial lead noise. Ccm (cardiac contractility modulation). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).